Event description:
Per latest information received the lock of the new sonnet 2 battery pack cover broke again on (B)(6) 2023. Reportedly, the parents did use the lock correctly. No injuries were sustained. The cover was exchanged again.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.